Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned, the exact cause was unknown. Omsc surmised that the reported phenomenon was occurred due to the power switch of the device was broken by some cause.

Event description:
The service department of olympus was informed from the facility that in unspecified timing the device could not be turned the power on temporarily. Olympus inspected the device at the service department of olympus and found that the power switch of the device was broken and the power switch lamp was not turned on when the power is on. Other detailed information was not provided. There was no report of patient injury associated with the event.